Manufacturer narrative:
Product ID 3093-28, lot# v235412, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was moved in 2009 after the implant because it was causing her pain and discomfort when she sat down. It was noted that the doctor went in and moved the ins down about one inch.